Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical sales associate (csa) contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) to report that the universal surgical manipulator (usm) 2 had encountered a recoverable error at least twice and the usm2 had become disabled. The system was restarted to regain control of the usm. The isi tse reviewed live logs and found several 23087 errors indicating a hall sensor/encoder error on usm2 axis 4. The customer was using usm2 normally to continue the procedure as planned. The isi tse advised that the error may return and to continue attempting to recover the error as needed. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system was restarted multiple times during the procedure to resolve the constant recoverable faults. The usm that was disabled was re-enabled for the remainder of the procedure after restarting the system. The procedure was not completed robotically with all 4 usms. No further details have been received.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the universal surgical manipulator (usm) 2 to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found to have no failures, however, the log review confirmed the errors. The complaint was not confirmed based on the field evaluation/failure analysis.